Event description:
It was reported that "[central lumen] of iab had good pressures on the sending facility pump (a2w). When changed to the transport company's pump (ac3) the hemodynamics were reading 65/65 from the cl. Zero of the transducer did not correct the issue. New pressure bag and transducer connected without resolution. When placed back on original pump, the hemodynamics were accurate. Md ordered to transport the patient with ECG only and monitor pressures with a nibp cuff. When patient arrived at receiving facility, the pressures were again accurate on their getinge pump." No report of patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "[central lumen] of iab had good pressures on the sending facility pump (a2w). When changed to the transport company's pump (ac3) the hemodynamics were reading 65/65 from the cl. Zero of the transducer did not correct the issue. New pressure bag and transducer connected without resolution. When placed back on original pump, the hemodynamics were accurate. Md ordered to transport the patient with ECG only and monitor pressures with a nibp cuff. When patient arrived at receiving facility, the pressures were again accurate on their getinge pump." No report of patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation were the ac3 fos board (p/n: (B)(4). S/n: (B)(6). ) and ac3 fos slider assembly (p/n: (B)(4). ). Visual inspection of the fos board and slider were performed and no abnormality was noted. The fos connector was noted to be intact and properly positioned in its housing. The fos board was installed into a known good ac3 for functional testing using fos tester. The pump started up successfully. The fos tester was inserted into the fos slider assembly. The fos was recognized with a status ok along with an audible tone. The fos board was then tested with the fos tester, using the digital manometer and tycos gage to determine if the fos sensor would communicate and display the proper pressure readings on the iabp display when in use. The sensor was subjected to multiple pressures (0, 50, 100, 150, 200 and 250 mmhg). The readings on the digital manometer were compared to the iabp display readings and they were within the acceptable tolerances. The fos slider assembly was installed into a known good ac3 for functional testing using fos tester. The pump started up successfully. The fos tester was inserted into fos slider assembly. The fos and cal key were recognized with a status "ok". The fos slider was then tested with the fos tester, using the digital manometer and tycos gage to determine if the fos sensor would communicate and display the proper pressure readings on the iabp display when in use. The sensor was subjected to multiple pressures (0, 50, 100, 150, 200 and 250 mmhg). The readings on the digital manometer were compared to the iabp display readings and they were not within the acceptable tolerances. The fos slide assembly was cleaned on both sides of the connector. The fos pressure test was repeated with the same result. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. This will be monitored for any developing trends. The reported complaint of "hemodynamics not reading properly" is confirmed. The returned fos slider did not accurately report pressures. The returned fos board passed functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the incorrect pressures. The root cause of the complaint is undetermined. The most likely cause is related to damage to the fos sensor within the slide assembly. No further action required at this time. This will be monitored for any developing trends.